Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes that the stopper was loose or creeped out. The following information was provided by the initial reporter: steps taken with customer/troubleshooting: customer states tubes are uncapped and filled with culture media and shipped to hematology. Hematology uncaps them to add bone marrow sample to the culture media, and ship them back to. Customer states culture media is leaking out of tube. No bone marrow samples were added or leaked. Customer states sample with culture media are just recapped and sent, no parafilm or additional wrapping used. Samples are placed into a specimen collection bag and possibly rubber banded together, then shipped out. Customer states tubes are uncapping after being recapped for addition of sample.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-july-13 h.6 investigation summary bd received ten (10) samples for investigation. The samples were evaluated by visual examination and no visible defects were found. Additionally, the samples were evaluated by functional testing and the indicated failure mode for stopper pop off/decapping with the incident lot was not observed. Ten (10) retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to stopper pop off/decapping as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off/decapping. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes that the stopper was loose or creeped out. The following information was provided by the initial reporter: steps taken with customer/troubleshooting: customer states tubes are uncapped and filled with culture media and shipped to hematology. Hematology uncaps them to add bone marrow sample to the culture media, and ship them back to. Customer states culture media is leaking out of tube. No bone marrow samples were added or leaked. Customer states sample with culture media are just recapped and sent, no parafilm or additional wrapping used. Samples are placed into a specimen collection bag and possibly rubber banded together, then shipped out. Customer states tubes are uncapping after being recapped for addition of sample.